Event description:
Healthcare professional reported a lap band "leak." This event was first noticed when the patient reported not feeling full and the physician performed a fill of 5cc. The patient returned two to four weeks later and only had 1.5cc in device. Device has not yet been explanted.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). Taper ii. The reporter of the complaint was asked to return the product for analysis if it is explanted in the future. The device has not yet been explanted, therefore, it has not been received by allergan. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."